Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their device was beeping. It was determined that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to oversensing noise. Manipulative testing with arm movements produced undefined impedance measurements. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.